Manufacturer narrative:
The problem was due to some obstructions inside the resonator (dirty particles collected inside). After the repair of this unit, the laser system restarted to work. We are unaware about pt injury.

Event description:
The laser system has the following problem: "flow error in the hydraulic cooling system".